Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during check in, the cs300 intra-aortic balloon pump (iabp) screen was flickering. There was no patient involvement.

Manufacturer narrative:
Corrected field: e3 it was reported that the cs300 intra-aortic balloon pump (iabp) screen was flickering. There was no patient involvement. A getinge field service engineer (fse) replaced video receiver, issue unresolved. Replaced ac - dc converter, issue unresolved. Replaced video display and display controller, resolved ficker. Key pad didn't respond, replaced keypad assembly and keypad controller, secondary issue remained unresolved. Replaced coil cable assembly, issue resolved. Attached error logs. Complete cs300 pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.